Event description:
It was reported that during a diagnostic procedure of a calcified lesion in a tortuous superficial femoral artery, a small portion of the wire sheared off. Access was difficult to obtain through a groin puncture. The physician attempted to advance a guide wire through an entry needle and was unable to do so. A kayak guide wire was then introduced and advanced into the femoral artery approximately six inches when resistance was met. The physician tried torquing the wire to advance it, but was unable to cross the lesion. When the guide wire was removed it appeared as if a small portion of wire had sheared off. The procedure was terminated at this time as the physician had been unsuccessful crossing the lesion. There were no attempts to retrieve the wire fragment. The patient was reported as doing "well" following the procedure. No patient injury or complications were reported.